Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The front panel/keypad led board was evaluated by the manufacturer's product investigation laboratory (pil) and found the front panel/keypad led board as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.